Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced ten different incidents, which were associated with separate units, involving ten different patients. This is the third of ten reports. Refer to 8030647-2018-00259 for the first patient. Refer to 8030647-2018-00260 for the second patient. Refer to 8030647-2018-00262 for the fourth patient. Refer to 8030647-2018-00263 for the fifth patient. Refer to 8030647-2018-00264 for the sixth patient. Refer to 8030647-2018-00265 for the seventh patient. Refer to 8030647-2018-00266 for the eighth patient. Refer to 8030647-2018-00267 for the ninth patient. Refer to 8030647-2018-00268 for the tenth patient. It was reported that the suction catheter came away from the endotracheal tube during use. The suction catheter was replaced immediately with no impact on the patient